Manufacturer narrative:
Device remains implanted in patient. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the surgeon was attempting to take the size 36 glenosphere off and upsize due to stability issues the patient was having. After backing the set screw out as far as possible the screw came to a positive stop and would no longer spin. The surgeon used both the reverse ii and perform reverse extractors to attempt to remove the sphere but he ended up breaking the feet of the perform reverse extractor and bending the reverse ii extractor attempting to remove the sphere. The surgeon tried to re-advance the screw down just to reset everything but was unable to do so as the sphere screw was stuck and would not advance clockwise nor counterclockwise. We needed to go to a 42 sphere to lateralize the patient for stability but we were unable to do so. The 36 sphere is still in the patient.